Event description:
The surgeon inserted a cq2015 three piece collamer lens. The lens trailing haptic caught in the cartridge groove and tore. The lens was cut into pieces to remove from the eye without enlarging the incision. No pt injury.